Manufacturer narrative:
(B)(4) g2: foreign - event occurred in united kingdom. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, there was a clinical incident involving a patient who was initially planned to have a skin graft taken. Due to a possible fault with the dermatome they received a full thickness laceration to their thigh, the dermatome failed as the surgeon started taking the graft. The laceration was repaired with sutures but the patient will be left with a scar. Due diligence is complete as no further information is available.